Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer's parent reported via telephone call that the insulin pump squirted out insulin during the manual prime and that the "preparing to prime" loop could not be exited. The customer's blood glucose reading was 320 mg/dl. The parent was advised to ensure the customer was disconnected from the insulin pump and then hold down the act button until a second series of beeps or numbers on the display, and the parent reported that no second series of beeps or numbers on the display occurred. The parent was advised that the customer discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis.